Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 30-degree endoscope has been evaluated by the failure analysis (fa) team. The endoscope was visually inspected and found with severe cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The root cause for camera cables: cut: severely zone b is typically attributed to improper handling of the cable during use or in reprocessing. Additional observation(s) not reported by site: the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. The root cause for camera instrument - loss of vision - color bars was not determinable/applicable. The endoscope was also found to have code 8015 pointing to wahoo paddle board (wpb) defect.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) review the error log and found no errors related to the reported complaint. The tse advised the customer to checking the led of arm state during guide tool change if the same issue occur. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The tse could not confirm the issue as no errors related to the reported complaint were found. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the 30-degree endoscope rotated automatically from down to up during installation. The procedure was being completed as planned, with no reports of patient injury.